Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A service history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device was frozen and would not move. It was further determined that the device failed pretest for check function of tool coupling, check the drill chuck and general condition. It was noted in the service order that the head of the device was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.